Manufacturer narrative:
(B)(6). Results: a photo received shows the safety cap is unattached. An investigation indicates that the device is lifted by its safety cap when being transferred to the package. It could not have been broken until after the packaging was complete. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5239874. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that on the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety cap was broken off inside the package which was still sealed. No mucous membrane exposure to body fluids. No serious injury, no medical interventions.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.